Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of impedance anomaly could not be confirmed in the laboratory. The device was tested on the bench and our automated testing equipment. The device met all test specifications and no anomalies were found. The cause of the field event remains undetermined.

Event description:
It was reported that the device exhibited no capture and impedance issues during implant. The device was not implanted.